Event description:
The index procedure was carried out in the distal cx using one medtronic resolute integrity stent device. Approximately 4 months post index procedure the patient suffered from angina pectoris. The event was not related to the device and the patient recovered. A revascularization was carried out 9 days later during which the patient was treated with CABG (lm, lad, and cx). Approximately 6 months post index procedure the patient died which was related to acute exacerbation of interstitial pneumonia. The investigator assessed that the death was not related to the study device.

Manufacturer narrative:
The previously reported death was also due heart failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had history of cad.

Manufacturer narrative:
The interstitial pneumonia occurred approximately 10 weeks prior to patient death. If information is provided in the future, a supplemental report will be issued.